Event description:
It was reported by service report that the pivot stop pin is missing from the breakaway head section causing it to not lock in up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Breakaway head section.